Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) e1: initial reporter city: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 42mm in length and extended from a position 1mm distal of the proximal markerband to 4mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. An inner balloon shaft kink was noted 15mm distal from the proximal markerband. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.